Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the skin outside of the ins gets warm. The patient reported that it wasn¿t all the time, but usually when he did something physical. The patient reported that he would have pain and swelling. The patient reported that the outside of the ins was never red or looked infected. The patient also reported that his healthcare provider (hcp) told him they would have to move the ins down because it was too close to the ribs. The patient reported that the ins rubbed up against the ribs and caused some discomfort. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-10. The rep indicated that beginning on an unknown date in (B)(6) 2018, the battery was uncomfortable and was poking their ribs. The patient also stated that there was heat in the pocket/it gets hot. The rep interrogated the battery to make sure that impedances were within normal limits. The surgeon decided to revise the pocket and move it to a different location. There were no environmental/external/patient factors that may have led or contributed to the issue. The revision occurred on (B)(6) 2018. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.